Manufacturer narrative:
Additional information: d9, h3, h6, h10. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the replacement post pump line, which is intended to be connected to the deaeration chamber, was disconnected from the y replacement multi connector. An air leak test was performed at 2 bar pressure, and a leak was observed at the level of the y replacement multi connector. A non-homogeneous mark of solvent was visible on the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing disconnection was determined to be related to an inadequate application of solvent during the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from "three split points" on the replacement line of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.